Manufacturer narrative:
Correction; the device was not explanted as previously reported. Per the clinic, the patient experienced a performance decrement resulting in the decision to permanently discontinue use of the device. The implanted device remains. This report is filed april 1, 2015.

Event description:
Per the clinic, the patient experienced poor performance with the device leading to the decision to explant the device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.